Event description:
Lap chole- "after double clipping of cystic duct and artery, there was persistent bleeding due to the clip not closing properly. The handle fully pressed." Pt status: discharged. "Re-clipping with a third clip using the same clip applier and then electrocautery, the bleed stopped as result of this intervention".

Manufacturer narrative:
No product is being returned for eval and no lot # has been provided to the MFR for review. An engineering assessment of the incident is currently being conducted and a follow-up report will be sent within 30 days or upon completion of the eval.